Event description:
It was reported that during a transcatheter aortic valve implantation for severe aortic stenosis, the aortic annulus had very low ca lcification . During withdrawal of the delivery catheter system (dcs, the nosecone engaged the implanted valve and a valve dislodgement occurred subsequently a second valve was implanted without complications.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0013051157); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.